Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter attempted to power the pump on with a new battery after the pump powered off with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review shows several power on resets event recorded with the default time/date settings. The pump is out of box and it was never used or programmed for insulin delivery. The battery compartment and the battery cap are intact and able to maintain electrical connection. The pump powers on and displays verify screen. The cap was tighten and then it was unscrewed ½ turn, no reboots occurred. The pump was primed and exercised for 24, no power interruption occurred during the course of the duration test. Low battery warning and replace battery alarm were stimulated, the pump gave the correct audible and visible alert . The cover was removed; no intermittent connection or moisture was found to the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.